Manufacturer narrative:
The reason for this revision was to exchange the tibial insert after 4.8 years of patient use. The healthcare professional indicated a significant adverse event to the patient. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. A review of the product complaint report history showed this is the (B)(4) complaint against this part and lot number, part number: 360-11-504, lot number 53787444 with the first being a surgeon's decision to address laxity in the patient's joint. There have been a total of (B)(4) complaints against this part number with two for trauma and the remainder for issues such as joint stability and pain. The root cause for having to exchange the tibial insert was reported as a patient fall. This event is deemed to be non-product related there are no indications of a product or process issue affecting implant safety or effectiveness.

Event description:
Revision surgery - due to the patient falling.